Event description:
It was reported that, "posterior spinal fusion performed (B)(6) 2013 using xia 3. During follow up visit 2 months post op surgeon discovered 2 blockers disengaged from distal right screws at l1 and l2 on x-ray. Revision surgery performed today replaced the 2 screws and 2 blockers."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the returned blocker was examined under a microscope and appeared to be dented but only on one end. Furthermore, examination of the returned monoaxial screw revealed that only one end of the base of the tulip appeared to be slightly deformed, while the other end had no such markings. This is the imprint of the rod left after tightening. However, the presence of this mark on only one end implies that the rod was not seated perpendicular to the screw axis and was instead seated at an angle. Functional inspection: the returned blocker was inserted and threaded into the returned bone-screw tulip and fit without any issues. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: upon visual inspection of the blocker, it was confirmed that the blocker was not fully tightened during surgery, which is a definite cause of blocker disengagement. No x-rays were provided for further confirmation. The returned blocker and bone-screw were visually and functionally inspected. The screw showed evidence of being tightened due to the presence of a dent, but further inspection under a microscope revealed that the dent was made up of two smaller dents. This implies that during the surgery an initial blocker was fastened on to the screw and then removed and replaced by a second blocker, which was insufficiently tightened. This was the blocker returned for this investigation. The relatively small size of the individual dent and the lack of deformation on the blocker confirm that the blocker was tightened with a force smaller than 12 nm. The screw and blocker were also able to be fastened together without issue, confirming their functionality. No additional testing was performed. No deviations or non-conformities were found during manufacturing of the involved blocker and screw.

Event description:
It was reported that, "posterior spinal fusion performed using xia 3. During follow up visit 2 months post op surgeon discovered 2 blockers disengaged from distal right screws at l1 and l2 on x-ray. Revision surgery performed today replaced the 2 screws and 2 blockers. "